Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple related alarms. The battery compartment was found to be undamaged. The battery cap was able to properly secure to the pump. There was evidence of moisture within the battery compartment. The pump¿s electric draws were found to be within specification. Leak testing revealed a display lens leak. Moisture was evident on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Evaluation revealed the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under the ok and down key contacts.